Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement- clip open-efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirm failure mode, a definitive cause for the reported unintended movement - clip open-efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve; however the clip failed to establish final arm angle (efaa). Several attempts were made however unsuccessful therefore the cds was removed and replaced with another one. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.